Event description:
It was reported that the implantable cardioverter defibrillator (ICD) inappropriately withheld therapy due to the onset algorithm feature. Additional information identified in the manufacture¿s database indicated the patient died the day of this event. A cause of death was requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received, it would be processed and considered accordingly. Concomitant products: d314drg implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2011; 694758 implantable tachy lead implanted: (B)(6) 2011. (B)(4).